Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). The reported issue was identified during the installation from a livanova representative. The technician traced the failure to a defective power supply. The defective power supply was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system did not start and a smell was noticed during installation there was no patient involvement.

Manufacturer narrative:
The livanova field service representative traced the failure to a defective power supply. Replacement of the power supply solved the issue and subsequent functional verification testing found no further issues. The device was returned to the customer. The defective power supply was requested and returned to livanova deutschland for further investigation. Here the reported issue could be reproduced. The cause of the event has been identified in the power supply. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.